Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The malfunction appeared consistent with other pulse generator that have had continuous average power increased. The device remains in service. No adverse patient effects reported.